Event description:
It was reported that during hemodialysis therapy on an ak 96 machine, the ultrafiltration volume of the machine was ¿incorrect¿ and the machine was leaking water. Ultrafiltration was stopped and the blood was returned. It was reported that the patient's weight decreased 0.3kg. The patient was given 500ml of normal saline. Therapy was restarted. During "later stage of dialysis", it was reported that the patient's blood pressure dropped to 105/87 mmhg and the pulse was 109 beats/minute. Additionally, it was reported that the patient felt weak and "asked to be off the machine early". Ultrafiltration was stopped and the blood was returned. The patient rested in bed for ten minutes and the symptoms were relieved. The patient "left the hospital". It was reported that the connector adapter was replaced after leakage spotted, and machine is functioning normally. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, the machine was evaluated on-site by a qualified technician. Visual inspection showed a leak at the connector adapter. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failure of the blue dialyzer connector which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.